Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-oct-2022 to 23- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a burning smell coming from ed machine, but there was nothing turned on. The field service engineer removed the back plate and found the rails cage that held the ball bare was laying in the back. The metal touched the board and shorted out the board, sensor and also retractor band. The field service engineer replaced all the drawers to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system had a burning smell came from emergency department machine. Customer stated that there was no harm to patients. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had a burning smell came from emergency department machine. Customer stated that there was no harm to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the metal touched and shorted out the board, sensor and retractor band. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended.